Manufacturer narrative:
(B)(4). Batch # k90999. Investigation summary: the analysis results found that an ace36e device was returned outside its original package. Only the tyvek was returned for analysis. The tyvek was visually inspected and no damage was observed. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Device history lot: null, device history review: null.

Event description:
It was reported by that device's package for damaged. The sterility was compromised. Another device was used to complete the case. No patient consequences.